Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The helical blade inserter was returned for a product development evaluation and the set screw was broken off and the end was still in the alignment indicator. The alignment indicator was still attached securely to the inserter. There were numerous dings and gouges from hammer strikes on the gold handle, the top and bottom of the alignment indicator ears, and on the knurled surface of the set screw. This complaint condition is caused by inadvertent hammer blows to the alignment indicator, has been previously evaluated, and was determined to be invalid.

Event description:
It was reported that the tip was broken on the cannulated 4.0 mm hexagonal screwdriver. Additionally, the helical blade inserter screw was broken and did not work correctly. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 2 of 2 for complaint (B)(4).